Event description:
The facility reported a flo-gard infusion pump with an occlusion alarm. According to the facility, this event occurred during programming/setup. This event may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump with a false occlusion alarm was confirmed in the pump's alarm log. The pump's safety slide clamp was found to be out of specification. The safety slide clamp was replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.